Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. Data was provided for evaluation. The reported issue was not confirmed. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction to the following is required: dexcom was made aware on (B)(4) 2019, that on (B)(6) 2018, a loss of connection occurred. Subsequent to the initial MDR, additional information became available: the product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A nordic bluetooth device pairing test was performed and passed. A transmitter functional test was performed and passed all relevant tests. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction to the following is required: dexcom was made aware on (B)(4) 2019, that on (B)(6) 2018, a loss of connection occurred. Subsequent to the initial MDR, additional information became available: the product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A transmitter functional test was performed and passed all relevant tests. No injury or medical intervention was reported.